Event description:
It was reported that the tip of the introducer needle passed through the innominate vein and could not pass the pa catheter. This was a right side placement on a pt of average size. No other details provided. There is no report of further pt complication or adverse sequelae.